Manufacturer narrative:
Clinical investigation: there is a temporal relationship between the patietn event of abdominal pain and hypokalemia and pd therapy on the liberty select cycler. Both symptoms are a known complication of pd therapy. However, there is no documentation of a causal relationship between the pain and hypokalemia and the liberty select cycler. The pd effluent cultures were negative and the pain cleared over time. The hypokalemia was treated with supplements. There is no causal relationship between the patient diagnosis of rsv bronchitis and toxic encephalopathy. Rsv is a virus that spreads through airborne droplets and is not related to pd therapy. The encephalopathy was a result of the respiratory infection. A cause for the patient diagnosis of pancytopenia could not be determined, however, anemia is a common complication with patients in end stage renal disease (esrd). There is no indication of a serious injury, death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
A female patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) presented to the emergency room (ER) on (B)(6) 2018 with increasing weakness and confusion for the last few days (discharged from hospital on (B)(6) 2016 to (B)(6) facility). Since returning home from that facility (date unknown) the patient condition has gradually declined with worsening mental status and increasing confusion. The patient also has a non-productive cough and fevers at home (temperature unknown) and uses o2 at home but not regularly, however, was using more frequently for the past few days. The patient also complained of significant abdominal pain of unclear etiology. The pain was diffuse in the lower abdomen. A pd effluent culture was negative for any growth and the abdominal pain resolved after several days. The patient was diagnosed with respiratory syncytial virus (rsv) bronchitis with possible chronic obstructive pulmonary disease (copd) exacerbation. The patient was also said to have toxic encephalopathy likely secondary to the respiratory infection as a head computed tomography (CT) scan was negative. The patient was treated supportively for rsv bronchitis (unspecified treatment). The patient was mildly hypokalemic (unknown values) during the hospitalization and was started on 10meq of potassium (k+) capsule daily. Oncology was consulted as the patient labs showed pancytopenia, possibly reactive. The patient has anemia of chronic disease, but the oncologist was unable to illicit any further reason for the counts to be low and they stabilized during hospitalization. The patient continues pd therapy during the hospitalization, but it is unknown if any fresenius products were utilized. The patient condition improved and she was discharged to home in stable condition on (B)(6) 2018.

Event description:
...

Manufacturer narrative:
Plant investigation: actual device no returned for analysis. The serial number was not provided, a review of the device history could not be performed.